Event description:
As reported by hospital in another country, during a procedure to insert a dialysis catheter in the central vein, the peel-away sheath failed to peel correctly. There was no patient complications. It has been indicated that the device will be returned for evaluation.

Manufacturer narrative:
Although it has been indicated that the used sheath will be returned for evaluation, it has not yet been received. Upon receipt of the sample/completion of the investigation, a follow-up medwatch will be submitted.